Event description:
It was reported by repair work order that scale accuracy could have been impacted due to malfunctioning load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that scale accuracy could have been impacted due to malfunctioning load cells. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results reported by customer which determined the load cells need to be replaced. Load cells ordered for customer to install. Evaluation performed by customer.

Manufacturer narrative:
Customer will perform own evaluation.